Event description:
According to the reporter: surgeon was using the endo retract ii 10mm instrument surgeon noticed that when instrument was fully articulated and the fan of the instrument was opened fully small plastic fragments had broken off. Surgeon removed instrument and all pieces from the patient opened a new instrument to complete the case no harm or bleeding came to the patient. Corrective action taken relevant to the care of the patient: new instrument opened to complete the case. Patient outcome: no harm to patient.

Manufacturer narrative:
(B)(4).